Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: complaint was confirmed; visual evaluation identified a stylet puncture of the inner tube is identified. The above observations are consistent with inner tube puncture with stylet.

Event description:
It was reported that during a bkp procedure at l3, trocars were placed bi-pedicularly in the patient and after the balloons were inserted, one did not inflate under flouro. The balloon was removed and examined. When inflated on the back table, it was found that there was a leak in the balloon. A new balloon was used to continue the surgery. There was delay in surgery about 15-20min due to this event. No patient complications were reported.